Manufacturer narrative:
Date of death and date of event: estimated since unknown.

Event description:
It was reported via social media that a stroke and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At some point post-implant, the patient was taken off her blood thinning medication and the patient had two strokes and died.